Event description:
The customer stated that he performed 2 control tests and received results of 29 and 59 mg/dl. The normal control range is 113-162 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.